Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: v513024, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: v513024, ubd: 14-jul-2014, UDI#: (B)(4). Code c53269 refers to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that they had a lot of pain at the implant site from the device. Patient tried turning the stimulation off at night but that didn't help the pain. The patient left stim off for a while then turned stim back on and the pain was kind of ok then started to get bad again. The patient said the healthcare professional hcp determined the lead was causing the pain. The ins and lead were both replaced and moved to the other side of the body. Patient said the pain started 1.5-2 years ago then said maybe more than 2 years ago. Agent did not ask about the circumstances that led to the reported issue.